Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of 575 mg/dl and high potassium levels. The customer stated that a week before her hospitalization had a procedure for liver cancer and she was on steroids. The customer also stated that she was throwing up prior to her admission. Troubleshooting was performed. The basals and boluses were adding properly in the daily totals. Ran a high pressure test and passed. No further information was provided